Event description:
It was reported that during an acl reconstruction surgery, the device broke while implanting. All the implant fragments were removed from the patient. No additional bone hole was necessary to complete the surgery. The procedure was delayed approximately for 1 hour. No patient injuries were reported.

Manufacturer narrative:
Additional information in: address line 1 and 2, interantional zip code: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the device broke while implanting. All the implant fragments were removed from the patient and no additional bone hole was necessary to complete the surgery. The procedure was delayed approximately for 1 hour but a backup device was available to complete it with no patient injuries.

Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm 8mm head screw returned. The complaint stated: ¿the device broke while implanting.¿ a small segment of the screw was returned. This piece has been torn and fractured. Threads have been rolled. The condition is consistent with force, torque or entanglement with an instrument or device. Influences that may compromise product integrity include: site prep with alternate or without recommended instruments. Use of excess torque or force. Taper or larger head to body design. Entanglement with guide wire or other instrument. Use of disproportionate screw size. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. No root cause related to the manufacturing of this device was confirmed.